Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by damaged video connector pins. However, the specific cause of the damaged video connector pins was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation also found breakage of cable unit coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center produced bad image (no image shown) when connected to the cable. The issue was found during inspection for use of a transurethral resection procedure. The procedure was delayed by 5 minutes to allow for the replacement of a similar device. There was no harm to the patient as a result.